Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was noted when it comes ot this right atrial (ra) lead. The pace impedance measurements appeared normal. An x-ray taken showed a possible micro dislodgment. The lead was repositioned and remains implanted. No additional adverse patient effects were reported.